Manufacturer narrative:
The insulin pump was monitored for 4 days and passed displacement and self test; no a39 alarm during our testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm spi to motor pic communication error. Customer's blood glucose at time of incident was 181 mg/dl. The customer stated she received an motor pic communication error alarm. The customer was unable to troubleshoot because of the alarm/self-test loop. The customer stated every time she clear the alarms it runs self-test and alarms again. The customer was advised that we are sending replacement pump.